Event description:
Customer, a type ii diabetic who takes glynase, reported inaccurately low blood glucose readings with test strips, lot 1j512b. The customer opened the first bottle from a box of 50 approx 1 month ago and obtained readings in the 70 and 80's mg/dl. Because these readings were significantly lower than his usual readings, he opened the second bottle of strips and obtained results of 145 and 150 mg/dl. Customer then performed blood glucose test with test strips and obtained results of 135 and 140 mg/dl. Customer stated that the test strips from the first bottle of strips appeared discolored. He said that the test pad looked grey instead of eggshell color. The dessicant is in both bottles of strips. Customer stores the test strips in his bedroom. Because his normal control solution expired 4/95, a normal control solution test was not performed with the co rep. Customer performed a check strip test within the last wk and the result was within range (no specific results available).